Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's pacemaker exhibited cross talk oversensing. No intervention or patient condition was reported.